Event description:
Complainant alleged that the staff was attempting to defibrillate a 49 year old female pt in ventricular fibrillation. The staff successfully shocked the pt three times (joule settings unk) the staff attempted a fourth shock at 360 joules, but the device shut down when the joules reached about 70 joules. The device was plugged into an ac outlet at the time of the event. The clinicians were able to obtain another device to successfully defibrillate the pt. The complainant indicated that there were no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The complaint reported to the zoll technical service department that their evaluation of the event determined that the reported fault's root cause may have also been as a result of a defective ac outlet in the complainant's facility. The complainant's biomedical engineering dept replaced the defective ac outlet.